Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed intermittently during initial testing. However during the troubleshooting process, the fault could not be verified to an assembly and no longer observed. The device was put through extensive testing including bench handling and reassembling the unit without duplicating a fault. An internal inspection of the device found no discrepancies. The processor/bridge/pace (pbp) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.